Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Light scratches are observed, on the lens. Power and resolution inspection could not be conducted, due to extensive damage. The file indicated, the use of an unspecified cartridge with an unspecified handpiece and unspecified viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated, or information provided, that the lens was the cause of the event. The file indicates, the clinical reason for explant of "anisometropia". The another diopter lens was replaced with a non company lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced anisometropia, myopia surprise, corneal edema. The iol exchanged for another lens approximately 1 month following the initial procedure. Additional information has been requested.